Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The programmer was returned without a stylus, but a replacement stylus was able to be calibrated and the programmer was responsive to it. The radio frequency (rf) programmer head was found to be loose. The link electronic module (lem) was replaced. Lower hinges had damage, and were unable to support the screen. The hinges were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor was not properly responding to the stylus. It was noted that calibration was unsuccessful. The programmer was returned for service. No patient complications have been reported as a result of this event.